Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of levaquin was running when the pump alarmed for occlusion. The line was flushed without difficulty however when opening the door to the pump the user noticed a bulge in the silicone segment. There was no report of patient harm. The IV tubing has been in use for 2 days.

Manufacturer narrative:
The customer¿s report of a ballooned segment was confirmed. Visual examination showed that the silicone segment was ballooned at the top of the silicone pump segment tubing. The ballooned section was approximately 1 in. Long and 0.4 in wide. Functional testing and pressure testing were unable to replicate the ballooning. The root cause for the bulge in the tubing could not be determined.